Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition and with a clip in the jaws, the clip was removed in order to measure jaw width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 9 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the doctor reports that the first clip he applied was not formed properly. On the second firing all the remaining clips felt in the patient's abdomen.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.